Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Reportedly, the customer experienced an elevated blood glucose (bg) level over 500 mg/dl. Customer administered a manual injection to address bg. Customer resumed insulin delivery successfully.